Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at around 3:00 pm for a high blood glucose level of 500 mg/dl. The customer was sent new reservoir sets. It is unknown what caused the high blood glucose. The customer was treated for the high blood glucose with a syringe. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference svn (B)(4) for documentation under infusion set.